Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was issue with pdu (power distribution unit) fan tray and dcps (dc power supply). The fse replaced the pdu (power distribution unit) fan tray along with dcps (dc power supply), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. Device problem code was corrected.

Event description:
It has been reported to philips that the azurion system does not start up. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the fan tray and dcps and the device was returned to expected functionality.